Event description:
It was reported that a patient with an artificial urinary sphincter (aus) underwent a surgical procedure in which the existing 4.5 cm cuff was removed and replaced with a 4.0 cm component. It was indicated that the previous component was not tight enough. There were no patient complications.